Manufacturer narrative:
Device received with blank display due to corroded keypad traces. Corroded motor assembly noted during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was exposed to water and it was not working. The customer¿s blood glucose was unknown at the time of incident. Customer reported that there was cracked along battery compartment and wraps around the front of the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded keypad traces. Corroded motor assembly noted during visual inspection. Unable to perform displacement test due to blank display.